Event description:
A user facility reported to olympus that the image was present intermittently when using the olympus, model cv-190 evis exera iii video system center with olympus, model series 180 scopes. In addition, it was reported that the connection was loose where the "pigtail plugs in." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was tested with multiple scopes and verified to produce an image which met olympus standards; the video connector latch was verified to lock the video cable as intended. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the event be duplicated. Olympus will continue to monitor field performance for this device.